Event description:
The customer reported via phone call that they were only recommended .9 units for a bolus when the blood glucose was 344 mg/dl. The customer also reported experiencing high blood glucose. Customer's blood glucose reached 400 mg/dl. The customer reported experiencing fatigue and thirst from their blood glucose. It was also found the customer did not observe insulin exiting when delivering a bolus. The customer stated there was an absence of no delivery alarms. The customer declined to troubleshoot and requested a replacement insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The bolus wizard feature is functioning properly per bolus wizard sample in the user guide. The insulin pump had minor scratched display window and cracked reservoir tube lip and scratched case.